Event description:
This report summarizes five malfunction events. A review of the events indicated that model 600650 chronic catheter experienced a fluid leak. These reports were received from various sources. Of the five events, one did not involve a patient, and four involved a patient with no patient consequences. One patient is a 76 year old male, weight not provided. Patient weight, age, and gender were not provided for the remaining patients.

Manufacturer narrative:
Of the five reported malfunctions, one was assessed for reportability and determined to be reportable as a serious injury, an reported under emdr 3006260740-2019-01384. For one of the five reported malfunctions, the device was returned to bd for evaluation. The investigation is unconfirmed for crack/leak in catheter, as the all the lumens of the catheter were patent to infusion, aspiration and infusion against resistance without any observed leaks. For the remaining malfunctions, no devices were returned for evaluation; therefore, the investigations are inconclusive for the fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause for each malfunction is unknown. The devices are labeled for single use. (Corporate lot no - hucx2846).

Manufacturer narrative:
For one of the five reported events, the device was returned to bd for evaluation. Another device will be returned to bd for evaluation and the return is pending. Three of the five events did not return a device for evaluation. The company is still investigating the issue at this time. (Corporate lot no - hucx2846).

Event description:
This report summarizes five malfunction events. A review of the events indicated that model 600650 chronic catheter experienced a fluid leak. These reports were received from various sources. Of the five events, one did not involve a patient, and five involved a patient with no patient consequences. One patient is (B)(6) years of age and the rest of the patient ages were not provided. Patient weight and gender were not provided for any patient.